Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. . On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), urinary incontinence ("bladder control issues") and migraine ("severe migraines"). The patient was treated with surgery (removal of her essure and fallopian tubes). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, urinary incontinence and migraine had resolved. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, urinary incontinence and migraine to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain (2 to 3 times per week and moderate to severe)"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2007, (B)(6) 2008), miscarriage, cholecystectomy in 1999, asthma, hypoglycemia, cervical cancer in 1999 and tubal ligation. She had no history of suffering from migraines prior to undergoing the implantation of essure. Previously administered products included for contraception: nuva ring from 2007 to 2008 and oral contraceptive nos in 2006; for an unreported indication: albuterol from 1990 to (B)(6) 2018. Past adverse reactions to the above products included pregnancy with nuva ring and oral contraceptive nos. Concurrent conditions included obesity, hand fracture since (B)(6) 2016, ankle sprain since (B)(6) 2016, hand fracture since (B)(6) 2016, loop electrosurgical excision procedure since 2000, (B)(6) nos since (B)(6) 2016, smear cervix abnormal since (B)(6) 2016, scoliosis since (B)(6) 2016, knee operation since 2007, food allergy, rubber sensitivity, itching and swelling nos. Family history included lung cancer (father), stroke (mother), thyroid disorder (mother), heart attack (siblings, uncles and aunts), breast cancer (maternal aunt and paternal aunts), cervical cancer (paternal aunt) and ovarian cancer (paternal aunt). Concomitant products included diphenhydramine hydrochloride (benadryl) and solpadeine (tylenol 1). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain ("back pain/pain lower back (constant and moderate to severe)"), fatigue ("fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse) "), anxiety ("psychological or psychiatric problems (anxiety)") and hypoaesthesia ("numbness in legs, numbness in hands"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced urinary incontinence ("bladder control issues"), migraine ("severe migraines"), bladder disorder ("bladder or urinary problems or changes/bladder control issues"), urinary tract disorder ("bladder or urinary problems or changes/bladder control issues") and headache ("headaches (2 to 3 times per week and moderate to severe)"). In (B)(6) 2016, the patient started g-lenk at an unspecified dose and frequency. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), body temperature fluctuation ("hormonal changes (fluctuations in body temperature)") and pelvic pain ("pain"). The patient was treated with cold medicines, muscle relaxants and surgery (removal of her essure and fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, urinary incontinence, migraine and hypoaesthesia had resolved and the uterine haemorrhage, body temperature fluctuation, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder, headache, pelvic pain, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, body temperature fluctuation, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2016: surgical pathology report showed: diagnosis: bilateral essure coils-two portions of metal. Fallopian tubes, bilateral-complete cross-sections of bilateral fallopian tubes. Negative for acute salpingitis and malignancy. Bilateral essure coils: two portions of metal, 25 cm and 27 cm in length with a diameter of less than 0.1 cm. Additionally, there are two coiled portions of metal aggregating 3.0 x 0.7 x 0.5 cm. There is a minimal amount of dried-on slight blood-tinged soft tissue. The device is consistent with essure coils. Bilateral tubes (salpingectomy): four segments of fallopian tube ranging from 2 cm up to 6 cm in length and a diameter of up to 0.5 cm. Two of these segments have a fimbriated end. All appear to have adhesions. This tissue will be differentially inked with the two fimbriated segments being inked blue and orange. Also received is a 3.0 x 2.2 x1.0 cm aggregate of multiple fragments of pink-red soft tissue. Representative sections are submitted in three cassettes. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage) and pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2018: pfs and medical records received: new reporters, patient demographic information, historical conditions, concomitant conditions, product indication updated, treatment drugs, concomitant drugs, new events body temperature fluctuation, vaginal haemorrhage, menorrhagia, anxiety, bladder disorder, urinary tract disorder, headache, pelvic pain, weight increased, weight decreased , hypoaesthesia and uterine haemorrhage added. Outcome for the event hypoaesthesia added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.